Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet strength was decreased. The recipient is wearing the device. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and swelling at the magnet site, along with fluid accumulation around the device. The recipient has been prescribed steroids and bactrim to treat a suspected infection. The recipient is currently not using the device.